Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer due to low battery voltage. Review of stored egms indicated that the low battery voltage was caused by rapid battery depletion due to an influx of high voltage activity. Noise from cyclic charging caused a further drop in battery voltage and triggered a power-on reset. A longevity calculation showed the overall battery depletion was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for a follow-up and it was observed that the device was in backup vvi mode. There were no defibrillation capabilities. Premature battery depletion was noted. The device was explanted.